Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted after meeting release criteria. The patient had some neck pain that same day, and the device was found to have embolized to the infra-renal aorta. The device was explanted via vascular surgery on (B)(6) 2021. The patient was reported to be stable.